Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the reload revealed that the cartridge was fully fired and the jaws did not fully close. Additionally, the reload had damage to the cutting edge of the knife blade noted during microscopic inspection. Functionally, the reload was loaded into a post market vigilance instrument for functional testing. The reload was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an anterior resection of rectum, for the first firing, the surgeon pushed the green button of the device, however could not fire the device. The surgeon felt the pivot point of the cartridge was wobbled. The procedure was completed with another device.